Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was a confirmed infection at the implantable neurostimulator (ins). The patient did not recall the exact date of this infection; however it happened after the implant site had appeared to have been healed after implant. The patient was given a round of antibiotics and that cleared it up. It was noted that there was also erosion at the ins. It did not rupture the skin but it was causing discomfort. The patient felt the ins had shifted and it started getting extremely sore, especially if touched in a particular spot. It was very red and close to the surface of the skin and when her healthcare professional (hcp) looked at it she said it needed to be removed and that it looked as if it was about to pop through the skin. The patient reported you could easily feel the edge of the ins under the skin. The patient had an ins removal and lead revision surgery scheduled for friday. They were planning to take the ins out and move it to her left side and "tweak the lead wire" and they might put the lead in a different spot to see if this could improve therapeutic effect. The issues from the erosion started in 2016, "over the past month maybe." A hcp later reported that the cause of the ins shifting towards the skin's surface was thought to be secondary to the infection in 2015 after implant. There was no further infection but likely subcutaneous tissue affected by previous infection resulting in migration of the ins position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.